Manufacturer narrative:
A review of the complaint file has been completed. The additional information includes device evaluation information. The information will be assessed upon closure of the investigation.

Event description:
The customer reported a scope communication error (b30) and connection error during installation involving an olympus colonovideoscope. There was no patient involvement.